Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: procedure name? Ankle-surgery. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? It was when the suture was tightened/during passage. What tissue was being approximated/ sutured? Skin was being sutured. Was the procedure completed successfully? Procedure completed successfully. Was there any adverse patient outcome? No adverse patient outcome. Photo investigation summary: after visual inspection of one image received for evaluation. A paper lid and a strand single armed broken at the suture of product code w1685t. The suture appears to be damaged and with stress in an extreme. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) of the distance from the end of the accessory to the tip. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) of the distance from the end of the accessory to the tip. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an ankle procedure on (B)(6) 2022 and suture was used. The suture broke, 10 cm from the needle, during the surgery. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2022 . H3 investigational summary: visual analysis of the returned sample determined that one paper lid and three suture pieces of product code vcp945h were received for evaluation, the suture pieces were observed with body fluids, stress a knot, and marks on the surface, and the ends were cut appear to be by use of the surgical instrument. The product code vcp945h contains absorbable sutures and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.